Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump (iabp) unit alarmed and required ac power connection but the ac power was normal. The device switched to battery power which shuts after battery depletion. Device stopped and replaced with another machine. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer had switched the unit to transport mode and did not switch it back. It was readjusted back to hybrid mode and ac power is normal. Device passed the performance and safety checks according to factory specifications.